Event description:
It was reported that the lead exhibited oversensing. It was also determined that the lead had been implanted after the use before date (ubd). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.